Event description:
The customer contacted beckman coulter, inc. (Bci) to report that their unicel dxc 600i synchron access clinical system gave erroneous electrolyte results for a patient sample that was drawn from an intravenous (IV) site. The sodium (na) and chloride (cl) results were erroneously high while the potassium (k), calcium (calc), carbon dioxide (co2), glucose (glum), urea nitrogen (bunm), and alkaline phosphatase (alp) results were all erroneously low. The results were reported outside of the lab and did result in the patient being admitted to the medical center in preparation for receiving IV k and calc. The medical staff questioned the results and another sample was drawn from a venipuncture site. The system gave normal results for the second sample. The amended results were reported and the patient did not receive treatment. The root cause of the event was determined to be improper sample collection from IV sites.

Manufacturer narrative:
Service was not requested for this event. The customer was advised to address sample collection techniques with the nurse/IV team and show the results to them so they can see what can occur when protocol is not followed. This reportable event was identified during a retrospective review of complaints conducted between (B)(6) 2008 and (B)(6) 2010 for additional reportable events. This MDR represents event 2 of 2 reported by this customer. This MDR is related to the following mdrs that have been reported: MDR 2050012-2011-03930.